Event description:
The (B)(4) nurse contacted baxter quality assurance regarding a dicea dialyzer which broke during patient use. The patient reportedly experienced back pain, respiratory discomfort, numbness of the face and malaise. A 100 mg intravenous (IV) hydrocortisone was administered, oxygen was applied and the patient's blood was recirculated for 15 minutes. The symptoms reportedly resolved. The dialyzer was changed to another dialyzer (unknown). This was the 9th use of the dialyzer.

Manufacturer narrative:
(B)(4). A sample was not returned to baxter for evaluation. Should additional information become available a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. This dialyzer was reported to be reused. The manufacturer's label states that the dialyzer is for "single use." A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples showed no abnormalities.